Event description:
It was reported to philips that the system's host computer was causing errors, preventing use. The system was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's host computer was causing errors. A review of the system logfile by the rse confirmed error in the system disk from the host pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse confirmed that the hdd of the host pc needed a replacement. To resolve the reported issue, the fse replaced the hdd and reloaded the sw. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.